Manufacturer narrative:
A serious injury has occurred to a peritoneal dialysis patient following treatment with a cycler. A follow up will be submitted following investigation by the post market clinical department and manufacturing plant.

Event description:
During follow up on an unrelated event a peritoneal dialysis (pd) patient's nurse reported the patient was in clinic on (B)(6) 2015 with cloudy effluent and abdominal pain due to suspected peritonitis. The nurse discussed the patient's sterile technique and suspected this to be touch contamination induced peritonitis. He was started on vancomycin and gentamicin antibiotics. He did not have a fever. During follow up on (B)(6) 2015 the patient's pd nurse reported the patient has since recovered from his infection. He had been diagnosed with peritonitis with growth of gram negative bacilli. Medical records have been requested.